Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, the delivery system hub, stopcock, and hemostasis valve all began to spin around at different times during preparation due to tech not stabilizing attachment of new syringes. It was never noted that the core wire itself was spun during preparation, the seal was visibly broken and the distal end of the closure device advanced to marker band under flashlight guidance. The physician assisted with completing the preparation, and the closure device was introduced into the patient's body. Under fluoroscopy, a potential gap between the core wire and the threaded insert was observed, after which the closure device was confirmed to be disconnected from the core wire. The delivery system was pulled to the right atrium (ra), unsnapped from the was sheath and removed from the patient's body. The procedure was restarted, following all steps beginning in the ra, and a new closure device was prepped with the physician. The case was completed with no patient complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by bsc training team members, medical safety, and clinical specialists. Based on the event description, there was potential for core wire detachment based on the handling during prep. The reported allegation could not be confirmed with media provided. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0037598186. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include the following precaution: use caution when manipulating the delivery system. Excessive counterclockwise rotation of the deployment knob or delivery system hub independent from the rest of the delivery system can cause premature implant detachment. Risk review: a risk review was completed and confirmed that the event of premature detachment of device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that detachment of the core wire occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, the delivery system hub, stopcock, and hemostasis valve all began to spin around at different times during preparation due to tech not stabilizing attachment of new syringes. It was never noted that the core wire itself was spun during preparation, the seal was visibly broken and the distal end of the closure device advanced to marker band under flashlight guidance. The physician assisted with completing the preparation, and the closure device was introduced into the patient's body. Under fluoroscopy, a potential gap between the core wire and the threaded insert was observed, after which the closure device was confirmed to be disconnected from the core wire. The delivery system was pulled to the right atrium (ra), unsnapped from the was sheath and removed from the patient's body. The procedure was restarted, following all steps beginning in the ra, and a new closure device was prepped with the physician. The case was completed with no patient complications.